Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. H6: investigation conclusions updated from code 22 to code 4315.

Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of aneurysm enlargement was unavailable and remains unknown, the date of reintervention was used as the estimated date of event. Other relevant history, including pre-existing medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement (amount unknown) that was suspected to be due to a proximal type I and type ii endoleak was noted. On (B)(6) 2020 the patient underwent reintervention. Embolic material was injected into the origin of the type ii endoleak at the patient's lumbar artery. A gore® excluder® aaa aortic extender component was used to extend the trunk-ipsilateral leg component proximally. There were no further reported issues. The patient tolerated the procedure.